Event description:
It was reported that during a lap. Chole procedure the clips were scissoring and not closing tight. An auto suture was complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.